Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis. And further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Patient information cannot be provided, due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer reported fluid inside reservoir compartment. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting was performed. And found that dvt test had failed, and rewind was not possible. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement and self-test. Unable to perform the seating, basic occlusion test, occlusion test, force sensor test and displacement test due to rewind anomaly. Unit failed to pass the rewind due rewind anomaly. Unit failed to pass the sleep current measurement due to high current. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Power loss alarm ((B)(6) 2023 12:52) in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor assemblies. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Motor was tested outside of unit and it failed. Device test failed & rewind anomaly & drive anomaly is confirmed due to moisture damage on motor assemblies. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Exposed to moisture damage is confirmed at the electronic stack and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.